Manufacturer narrative:
H.6. Investigation: the complaint investigation for false positive results with the bd sars-cov-2 reagents for bd max¿ system (ref 44500301) lot 0164161 was performed by customer¿s data analysis and verification of complaints history. Customer provided 2 runs (#717 and #721). Bd has received several other customer complaints for similar issue with the bd sars-cov-2 assay, for false n1 and n2 positive results. Review of customer¿s data revealed a common issue for all, related to the product design issues, combined to a contribution from the instrument. Analysis of the various databases received from customers showed atypical curves for n1 and n2 target, with a steady increase in fluorescence which generated a CT score and consequently positive results. These curves do not seem like true amplification and could be linked to a know product design issue of a high levels of background noise in all channel with bd sars-cov-2 reagents. Moreover, these atypical curves could have been caused by the 175 l tips included in the kits, since these tips were identified as a potential source of empty or partially filled pcr cartridge wells, which may generate such curves. Complaint verification showed a complaint trend on bd sars-cov-2 reagents for bd max system lots for false positive results. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA#1632720) was initiated to investigate the root cause of the high background fluorescence values and some mitigation actions are already in process. In addition to that a corrective and preventive action, CAPA#1177233, is already initiated to investigate the 175 l tips contribution. H3 other text : see h.10.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact. Eua #: (B)(4).

Manufacturer narrative:
Eua #: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact. Eua #: (B)(4).